Event description:
Blade exposed and failed self-check. Another device obtained and procedure continued. No patient harm.this is the second event at this facility with this device in the last month. In both cases, the device was the same catalog and lot number.